Event description:
Procedure performed: lobectomy. Event description: hospital: [name]. Two related complaints occurred in the same procedure. Complaint 1 of 2: #(B)(4) model #cd004 lot #1501586. Complaint 2 of 2: #(B)(4) model #cd004 lot #1502918. Didn't work properly. Product is available for return. Additional information received from [name] via email on 22feb2024: the patient status is unknown. The procedure performed was a lobectomy. Robotic instruments were used during the procedure. During the event, they were attempting to place the specimen in the bag. Two bags were opened and tried to be used. The third one did work. Both bags did not open in a big round opening. The bags remained closed and only opened a small opening closer to the end. Intervention: opened a 3rd device to complete the case. Patient status: unknown.

Manufacturer narrative:
The event unit has returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lobectomy. Event description: hospital: [name]. Two related complaints occurred in the same procedure. Complaint 1 of 2: (B)(4) model #cd004 lot #1501586. Complaint 2 of 2: (B)(4) model #cd004 lot #1502918. Didn't work properly. Product is available for return. Additional information received from [name]via email on 22feb2024: the patient status is unknown. The procedure performed was a lobectomy. Robotic instruments were used during the procedure. During the event, they were attempting to place the specimen in the bag. Two bags were opened and tried to be used. The third one did work. Both bags did not open in a big round opening. The bags remained closed and only opened a small opening closer to the end. Intervention: opened a 3rd device to complete the case. Patient status: unknown.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection was performed on the event unit, which confirmed tears in the bag cuff. Stretching was also observed at the tears. Based on the condition of the returned unit, it is likely that a sharp instrument or object came into contact with the specimen bag, causing the bag to tear as the user attempted to place the specimen inside the not fully opened bag. Based upon the initial description of the event, the event was not reportable as it is unlikely to cause or contribute to death or serious injury. However, based on the evaluation of the returned unit, applied medical determined that this event is reportable as bag tear could contribute to death or serious injury.